Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03700 addresses the other device. It was reported to boston scientific corporation that two radial jaw 3 gastropediatric single-use biopsy forceps were used during an egd (esophagogastroduodenoscopy) procedure. According to the complainant, during the procedure, the two forceps could not pass through the tip of the scope. It was noticed that the jaw and the yellow sheath were damaged. The procedure was completed with a third radial jaw 3 gastropediatric single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Scope - fujinon. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03700 addresses the other device. It was reported to boston scientific corporation that two radial jaw 3 gastropediatric single-use biopsy forceps were used during an egd (esophagogastroduodenoscopy) procedure. According to the complainant, during the procedure, the two forceps could not pass through the tip of the scope. It was noticed that the jaw and the yellow seath were damaged. The procedure was completed with a third radial jaw 3 gastropediatric single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. The sheath and jaws were inspected for damage, and no problem was found. As part of a dimensional inspection, measurements were taken of the jaws and clevis which were found within manufacturing specifications. Similarly, the returned unit was functionally tested and it performed according to specifications. The condition of the returned incident device was not consistent with the complaint; that the jaws and catheter were damaged. Confirmation was received from the complainant that the appropriate device was returned for analysis; however, the evaluation found that the device met all manufacturing specifications. Therefore, the complaint is not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).